Manufacturer narrative:
Product analysis # (B)(4): equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) as found condition: the axium prime pusher and already detached implant coil were returned for analysis within a shipping box; within a sealed plastic biohazard pouch and within an opened axium prime outer carton. The unknown micro catheter used during the event was not returned for analysis. Visual inspection/damage location details: the actuator interface was found securely attached to the coupler tube. The break indicator was found still intact. There were no evidence of detachment attempts at these locations. The pusher was found bent at ~6.7cm and 52.0cm from the proximal end (figures c <(><<)>(><(>&<)><(><<)>)> e). The coin was found still against the lumen stop. The shield coil was found undamaged. The retainer ring was found damaged (figure h). The already detached implant coil was found damaged. No damages or irregularities were found with the detach element and detach element ball. Testing/analysis: the release wire was extending out the retainer ring ~0.003¿, which is still within specification (specification: 0.002¿-0.005¿). The inner diameter of the retainer ring could not be reliably measured due to the damages. The detach element ball outer diameter was measured to be 0.0037¿, which is within specification (specification: 0.0038¿ ± 0.00010¿). Conclusion: based on the analysis performed, the customer report of ¿premature detachment" was confirmed. The likely cause of the detachment is due to the damaged retainer ring, causing the implant detach element. Possible causes of the retainer ring damage are patient vessel tortuosity, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation or advancing/retracting the device against resistance. Customer reported no friction/resistance was encountered, no rotation of the delivery wire, devices were prepared per IFU, and vessel tortuosity as normal. The implant was found damaged, and the pusher was found bent, indicative of resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that an axium coil detached prematurely. Coil pre-detached. It did not reach the aneursym. It remains in patient. It was not implanted at the intended location. The pushwire was not bent or broken. There was no friction or difficulty during delivery. The physician did not attempt to detach the coil. The physician did not rotate the delviery pusher during the procedure. The devices were prepared as indicated in the instructions for use (IFU).  The patient was being treated for an unruptured, amorphous aneurysm in the internal carotid artery (ica). The max diameter was 15mm and the neck diameter was 14mm. Patient's blood flow and vessel tortuosity was normal.

Event description:
Additional information received reported no medical or surgical intervention was required due to coil implantation in an unintended location.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a faulty dx board (printed circuit board), which in turn led to no output on the sdi2 (serial digital interface) channel. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.